Event description:
It was reported that the line kept breaking and resulted in blood loss. Additional unspecified interventions and monitoring required. The event occurred during set up to change the extension that broke. There was no patient involvement and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review could not be performed as the lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.